Event description:
It was reported that there was a malfunction resulting in power failure of the unit. There was no patient injury.

Manufacturer narrative:
The power supply was replaced by the end user which resolved the issue. There was no ge healthcare repair. Block a: patient information could not be obtained due to country privacy laws. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.